Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 ml bd¿ syringe had molding defects consisting of bubbles inside the syringe barrel wall. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, air bubbles were observed within the syringe barrel. A mark was also observed on the barrel of the syringe. A device history record review did not reveal any issues during the production of the provided lot number that could have contributed to the observed/reported issues. Ten retained samples of the same lot number were obtained for further investigation. Upon visual inspection of the ten retained samples, no damages or molding defects were observed. The cause of the air bubbles is related to an air entrance into the mold during the molding process. A cause for the observed mark cannot be identified as through picture analysis, it is uncertain whether the mark is foreign matter or damage to the barrel. Based on the preventive measures in place and the current inspection process, this is believe to be an isolated issue with an unlikely recurrence.

Event description:
It was reported that 50 ml bd syringe had molding defects consisting of bubbles inside the syringe barrel wall. No serious injury or medical intervention was reported.